Manufacturer narrative:
(B)(4). The product has been requested to be returned, but has not been received. (B)(4).

Event description:
The customer claims the cufflator will not hold pressure if it's below 40 mm. There was no pt incident or injury reported.